Manufacturer narrative:
Product involved in the incident was returned to arkray USA and forwarded to the manufacturer for evaluation. We have not yet received evaluation results. Arkray will file a follow-up report when device evaluation is complete.

Event description:
Caller said that sometimes the needle will not allow the insulin to flow through and she is unable to turn the dial on the pen. This has happened with several boxes of the needles. Generally about five or more needles per box don't work well. Customer stated she is screwing the pen needles on correctly. She also stated that the needles are not bent on the ones that are having the flow issues. Caller is only using needles one time. 32g x 4 mm. Lot y58e5. Replaced pen needles and sent rl.

Manufacturer narrative:
Dhrs were reviewed. No records confirming the defect were observed. 10 pen needles from archival sample were tested with triple puncture into a silicone cube with a hardness of 55 shore (imitating the hardness of human tissue). No defects were observed during test. Additionally, 10 pen needles from returned sample were assembled on the pen injector. With every assembly attempt, droplets on the cannula were observed and injection of the applied dose can be seen, which is visible on the paper and confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all pen needle. Defect was not confirmed. Root cause analysis was not conducted. No corrective action. Complaint closed.